Manufacturer narrative:
The insulin pump received no button response due to corroded keypad traces. No button error alarm. Unable to verify battery out limit alarm due to no button response. Analysis was unable to test operating currents due to no button response. The insulin pump was received with minor scratched display window, with cracked reservoir tube lip, with scratched reservoir tube window and with scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.